Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that during preventative maintenance (pms) the large volume pump module (lvp) had a channel error: 242.4030. There was no patient involvement.